Event description:
Additional information was received that the first episode of gi bleed was noted by the patient on (B)(6) 2023. A capsule endoscopy was used to diagnose the gi bleed. Multiple sites of bleeding were observed. Two balloon endoscopies were performed but the bleeding sites were unable to be accessed. The patient was currently on octreotide. Digoxin was used but the patient became bradycardic, so it was discontinued. The patient's ldh was now at their pre-admission level. The flow and power also returned to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal (gi) bleeding and elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. Additionally, review of the submitted log file provided confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. The submitted log files contained events from 05oct2023 through 16oct2023. Transient elevations in pump power and flow were captured on (B)(6) 2023. Of note, the majority of these elevations were captured during pi events. No other notable events were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the hm ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. C. Are currently available. Section 1 of this IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the hm ii lvas. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed and had to stop taking warfarin. They began taking enoxaparin. It was noted that the patient's flow had increased over the previous two days. Log files confirmed an increased in flow and power that was suggestive a thrombus inside the pump. The patient's lactate dehydrogenase (ldh) increased from 290 on (B)(6) 2023 to 444 on (B)(6) 2023. The patient was admitted to the hospital.